Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that one touch ultra meter was powering off during use. The pt indicated that the alleged issue started on (B) (6) 2010, at 10:00 am. Three days later, the pt claimed that she received insulin treatment during a doctor's office because of the alleged issue. The pt was reportedly treated with novolog and novolin insulins (unk dosages). The pt's blood glucose was also tested on a doctor's/clinic's meter and a result of "400 mg/dl" was reportedly obtained. The pt denied, however, that she developed symptoms because of the alleged issue. The alleged issue was resolved with troubleshooting. The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion. The pt claimed that she received insulin treatment from a health care professional 3 days after the alleged issue began.